Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that the bands were tangled and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the bands were tangled and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6: device code a050501 is being used to capture the reportable event of bands failure to deploy. Block h11: investigation result- the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without any bands on it. In addition, the ligator housing teeth were damaged and bent. The photo provided shows the bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure could potentially be related to the technique used by the physician, or the way in which the device was handled. It is possible that the way the device was placed, or the tortuosity during the procedure affected the functionality of the handle when attempting to deploy the bands, resulting in the bands failing to deploy. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, causing the bands to become overlapped and unable to deploy accordingly. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the bend on the ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy. Block h11: investigation result the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without any bands on it. In addition, the ligator housing teeth were damaged and bent. The photo provided shows the bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure could potentially be related to the technique used by the physician, or the way in which the device was handled. It is possible that the way the device was placed, or the tortuosity during the procedure affected the functionality of the handle when attempting to deploy the bands, resulting in the bands failing to deploy. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, causing the bands to become overlapped and unable to deploy accordingly. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the bend on the ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the bands were tangled and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.